Event description:
As reported by the user facility: catheter fractured during difficult removal. Approximately 10 cm fragment remains in patient at this time. Additional information provided by the facility indicated that the patient suffered no adverse sequela associated with this incident. The fractured catheter segment remains in the patient. The remaining piece of the catheter was discarded and is not available to be evaluated.

Manufacturer narrative:
The actual device was not made available for the manufacturer to evaluate. Without the actual sample, a through evaluation could not be performed. No specific conclusions can be drawn. All available information has been forwarded to the manufacturer b. Braun for further evaluation.